Event description:
The complaint is reported as: the spring wire guide was found kinked prior to patient use. No patient involvement reported.

Manufacturer narrative:
(B)(4). The customer returned one opened cvc kit containing multiple components for analysis. The guide wire will be analyzed as part of this complaint investigation. Signs-of-use in the form of biological material was observed inside the guide wire advancer tubing, which contradicts the customer report that the defect was observed before use. Visual analysis revealed that the guide wire was kinked towards the distal end. When assembled within the guide wire tubing, the kink would be located within the blue advancer tubing, protecting it from damage. The kinking resulted in the distal j-bend to be slightly misshapen. Microscopic examination confirmed the kinking and revealed that the distal and proximal weld were secure and intact. The kink measured 28mm from the distal weld. The guide wire total length measured 603mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .80mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The guide wire was passed through a lab inventory ars/introducer needle assembly. The guide wire was able to pass with little to no difficulty. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the kink was located on a section that would have been located within the blue advancer tubing when fully assembled, protecting it from damage. Additionally, signs-of-use were observed which contradicts the customer report. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide was found kinked prior to patient use. No patient involvement reported.